Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not prime. Customer also reported insulin was squirting out during the manual prime process. The customer's blood glucose was unknown at the time of incident. It was also reported insulin continued to drip after the act button was released. Troubleshooting was unable to resolve the issue as the customer stated the motor did not slow down and numbers did not ramp up on the screen. It was also reported the drive support cap was sticking out. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test or verify motor error alarm due to a33 alarm. However, the motor passed the motor test. The insulin pump had normal operating currents, passed a21 error test, self-test and the displacement test. The insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker and stained address serial number label.